Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2004, the pt was implanted with a hand-made z stent graft to treat a descending thoracic aortic aneurysm. On (B)(6) 2009, the z stent graft had migrated and dropped into the aneurysm sac. The pt was implanted with two gore tag thoracic endoprostheses to treat the migration. One gore tag thoracic endoprosthesis was implanted proximal to the z stent graft and one gore tag thoracic endoprosthesis was implanted distal to the z stent graft. The pt tolerated the procedure and checked out of the hospital on (B)(6) 2009. In 2011, (exact date unk), a follow-up computed tomography revealed that gore tag thoracic endoprosthesis ((B)(4)) which had been placed distally, migrated proximally over 2cm and there was an aneurysm enlargement due to a distal type I endoleak. Aneurysm size was not available. On (B)(6) 2012, the gore tag thoracic endoprostheses were explanted and a vascular graft was surgically implanted to treat the aneurysm. The pt tolerated the procedure.